Event description:
Customer reported a current low blood glucose level with a lowest value of 53 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer consumed glucose tablets and juice to address the decreased bg. Recommendation was made to consult with a healthcare provider regarding the settings requiring adjustments.